Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the expiration date was missing from the relion® insulin syringe shelf carton label. The following information was provided by the initial reporter: consumer called to inquire about syringe expiration date. Two different product and lot #s.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9189579. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the expiration date was missing from the relion® insulin syringe shelf carton label. The following information was provided by the initial reporter: "consumer called to inquire about syringe expiration date. Two different product and lot #s."